Event description:
Flow meter exploded breaking flow tube. Flow meter was in a unoccupied room, in the off position when the flow tube broke for no apparent reason. No property damage, and no one was injured.

Manufacturer narrative:
This device is being sent to precision medical for evaluation. Under returned authorization number (B)(4) not received as of (B)(4)2013. The flow meter was returned to precision medical inc on (B)(4) 2013. As found description: the outside housing is broken, with pieces missing, the flow tube itself is missing. The body appears to be whole. The housing has turned yellow from age. The flow meter is 16 years old, with a life expectancy of 10 years. Probable cause of housing failure, was a weakness caused by stress of damage or age. Conclusion: would recommend replacing all flow meters older than ten years of age, or at least an inspection of all flow meters, for damage or aging.